Event description:
It was reported that the atrial lead had a small "slice" in the insulation. The physician tried to repair the lead, but the lead still had inadequate thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.